Manufacturer narrative:
Corrected: describe event or problem. Device evaluated by MFR: one device was received in its original pouch. Inside the hoop. The device presents a spring tip fractured. The visual and tactile inspection was performed and found: core wire fractured at 322.5cm approx. From the proximal end (missing spring tip). Foreign material over the fracture zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years old. (B)(4).

Event description:
It was further reported that the distal tip was visible inside in the distal third portion of the right coronary artery and not the diagonal artery as previously reported.

Event description:
Same case as 2134265-2011-01611. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. Access was gained through the femoral artery. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified right coronary artery (rca). The procedure was successfully completed with a 1.25mm rotalink burr which was used 4 times at 160,000 rpm. At the end of the procedure, while in dynaglide mode, there was "unusual" guide wire rotation noticed. When the physician was attempting to remove the guide wire he felt no resistance, but noticed that the distal tip of the guide wire had broken off and was missing. On a second angiogram, it was clear that about 8cm of the distal tip was visible inside the diagonal artery. The piece of the detached guide wire remains inside the patient. The procedure was completed with the same device. There were no further patient complications reported and the patient status is stable, however, the patient will remain on dual antiplatelet therapy indefinitely.